Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the complaint device was discarded by the customer, therefore not returned to depuy synthes and unavailable for a physical evaluation. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device lot number (u2412009), and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found it was not returned in its original package. The tip, handle, shaft and plug did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, also a test footswitch was used, the default values were displayed correctly (ablate power 220 and coagulate power 100), no alert messages were displayed. The ablation function was activated using the handcontrols several times in its maximum power (maximum ablate power 380) for one minute each test, and it failed to work for all buttons. The coagulation function was activated using the handcontrols several times in its maximum power (maximum coagulate power 160) for one minute each test, and it worked as intended for all buttons. Both modes were tested using the foot pedal several times for one minute each test, and it worked as intended only for the coagulation mode, the ablation mode did not function. The device will be send to the manufacturer for further testing. The supplier performed an evaluation with the following results: device was not returned in the original packing, only on the bag. The device was in used condition, no return cap, cut return wire missing at distal end of the device, scratch marks across ceramic. The device passed all electrical tests. As expected, without the return cap, the device failed on activation functional test for ablation on both handswitch and footswitch. Without the return cap being sent back to atl for investigation, we are unable to determine the cause of its detachment. The reported failure of unexpected running could not be replicated, in addition the device was opened, and it showed no saline ingress which could ¿ve been a potential cause for continuous activation in the clinical setting. The reported complaint cannot be substantiated. The overall complaint was not confirmed as the observed condition of vapr tripolar 90 suction elect would have not contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition could not be established. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device lot number (u2412009), and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a wrist and elbow cleaning procedure, it was discovered that the rf blade on the vapr tripolar 90 suction elect device could not be stopped by long-pressing. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.